Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred as well as an airflow failure alarm. The sales representative visited the hospital and checked the alarm log. He replaced the device with the same model. The sales representative also confirmed the airflow failure error was the pressure regulation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. It was determined at the reported issue was caused by water ingress inside the device. The device's main board was replaced to resolve the issue. Additionally, a blower error code was found in the device's error log and the blower was replaced to resolve the issue. The right side assembly, outlet flow path, blower box bottom, blower box mount, and blower box seal were replaced as well. The unit was checked overall, cleaned and functionally tested.